Event description:
Additional information was received from a healthcare professional. The pump was used to deliver baclofen 500mcg/ml at a dose of 112.98mcg/day; the start date was unknown and the therapy was ongoing. In regards to the low reservoir alarm, a refill was performed and the low reservoir was set at 2cc. In regards to the 'sickness', the patient was referred back to her physician's office.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated baclofen intrathecal. The pump's low reservoir alarm occurred and was confirmed by telemetry. The patient had been scheduled for a pump refill on (B)(6) 2015 but was unable to attend the appointment due to sickness. The patient was rescheduled and the pump was refilled on (B)(6) 2015. The healthcare provider indicated that the low reservoir alarm occurred on (B)(6) 2015 but was concerned because the patient never heard the audible alarm. It was noted that the low reservoir alarm was expected. There were no medical symptoms associated with the alarm, but the patient had to change their refill appointment due to sickness. The patient's indication for the intrathecal pump use was intractable spasticity and multiple sclerosis.